Manufacturer narrative:
One impl swissplus octagon 4. 1mm 12mm (opb12) was returned for investigation without any packaging. Visual inspection of the as returned product identified no signs of use. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Therefore, based on the available information, packaging malfunction could not be verified and the reported event was non-verifiable as the received condition of the product is unknown and the complaint cannot be verified. The following sections have been updated: date of this report. Device expiration. UDI is n/a. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Changed "no" to "yes". Date of manufacture. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of birth unknown / not provided, weight unknown / not provided, date of event unknown / not provided. Additional PMA/510(k) numbers: k002188.

Event description:
It was reported that the transfer mount was found missing upon opening of the box.